Event description:
On 02/10/1999, the facility's operation room materials coordinator informed the manufacturer's (MFR.) Sales representative of the following: the pt complained of pain around the device. No redness or inflammation was noted. A venogram was performed and contrast could be seen coming out of the catheter. The device was extracted and replaced with another MFR's device. No harm came to the pt. No further details were provided.